Manufacturer narrative:
The international philips field service engineer (fse) reported a ventilator experienced a proximal pressure sensor failure. The device context of use is unknown. Multiple attempts were made to obtain this information but were unsuccessful, but no patient or user harm was reported. The device was not in patient use.

Event description:
The international philips field service engineer (fse) reported a gas delivery system problem was identified by the customer before use. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The fse evaluated the device. The fse replaced the gas delivery system (gds). No other anomalies were reported.